Manufacturer narrative:
Vyaire complaint number (B)(4). Vyaire medical has not received the suspect device at this time. Any additional information received will be included in a follow-up report.

Event description:
Hold for r.g. 1.20it was reported to vyaire that the vela ventilator alarmed circuit disconnect, low positive inspiratory pressure, and transducer (xdcr) fault. The customer confirmed that there was no patient involvement is associated with this report.